Event description:
It was reported that the catheter is "too soft." Customer forced catheter into pt which caused bleeding. No further info available.

Manufacturer narrative:
No sample will be returned for evaluation. Investigation of the reported incident is currently under way. A follow up report will be submitted following the completion of the investigation.